Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0505 captures the reportable event of the hematoma. Imdrf impact code f08 captures the reportable event of hospitalization beyond the standard of care. Imdrf impact code f23 captures the reportable event of hematoma evacuation to treat the hematoma.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the duodenum during an endoscopic ultrasound biopsy procedure performed on (B)(6) 2024. Post procedure on (B)(6) 2024, the patient developed a hematoma and was hospitalized beyond the standard of care. A hematoma evacuation was performed to resolve the hematoma. The patient was reported to be doing fine and is out of the hospital.